Event description:
The customer's mother stated that the insulin pump was not responding. Troubleshooting was performed and the problem continued. The reported blood glucose reading was 210 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component.